Event description:
Force bipolar broke while docked and using in the patient. No harm caused. The jaws of the forcep stopped opening and closing and while I can't see a break in the cable it is most likely this is what occurred, most likely within the shaft of the instrument and not at the end.